Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("abnormal bleeding (general)") and cholecystectomy ("gallbladder removal") in a 35-year-old female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (3), parity 1 in 2000, sciatica and boil. The patient's risk factors exclude alcoholism and history of suicidal attempts. Concurrent conditions included body mass index normal, burning sensation, numbness, pain legs, back pain, anxiety ((the anxiety is associated with weight gain).), dizziness, vertigo, sleep disorder, appetite lost, concentration impairment and depressed mood. Family history included depression (the depression is associated with chronic pain.). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced skin swelling ("rashes or skin conditions-type: swelling") and urticaria ("hive breakouts"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions: breakouts"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("lower abdomen pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: digestive"). The patient was treated with ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins), diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran) and sulfamethoxazole;trimethoprim (mortin). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, cholecystectomy, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, urinary tract infection, migraine, headache, nausea, skin swelling, vaginal discharge, weight increased, ovarian cyst, urticaria, rash, abdominal pain lower and gastrointestinal disorder outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, skin swelling, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She was currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. She was currently planning for essure removal. The plaintiff experienced three pregnancy episodes with essure in unknown date, 2016 and 2017 captured under the (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: results: full occlusion of tubes; in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: new pfs + mr received- new event gallbladder disorder was added. New reporter was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a female patient (gravida 3, para 1) who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (3) and parity 1 in 2000. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced skin swelling ("rashes or skin conditions-type: swelling"), urticaria ("hive") and rash ("rashes or skin conditions: breakouts"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: digestive"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ondansetron (zofran), prenatal vitamins, vicodin (norco) and diphenhydramine hydrochloride (benadryl). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, urinary tract infection, migraine, headache, nausea, skin swelling, vaginal discharge, weight increased, ovarian cyst, urticaria, rash, abdominal pain lower and gastrointestinal disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, skin swelling, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She is currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. She is currently planning for essure removal. The plaintiff experienced three pregnancy episodes with essure in unknown date, 2016 and 2017 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: full occlusion of tubes; in june 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events were added per pfs: abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: mood swings, hot flashes, infection (bladder/urinary tract/vaginal): uti, migraines, headaches, nausea, rashes or skin conditions-type: swelling, vaginal discharge, weight gain, ovarian cysts, hive, breakouts, lower abdomen pain and gastrointestinal or digestive system condition: digestive. Lot number added. Treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 3, para 1) who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (3) and parity 1 in 2000. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced skin swelling ("rashes or skin conditions-type: swelling"), urticaria ("hive") and rash ("rashes or skin conditions: breakouts"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: digestive"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ondansetron (zofran), prenatal vitamins, vicodin (norco) and diphenhydramine hydrochloride (benadryl). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, urinary tract infection, migraine, headache, nausea, skin swelling, vaginal discharge, weight increased, ovarian cyst, urticaria, rash, abdominal pain lower and gastrointestinal disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, skin swelling, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She was currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. She was currently planning for essure removal. The plaintiff experienced three pregnancy episodes with essure in unknown date, 2016 and 2017 captured under the case (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: full occlusion of tubes; in (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She is currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and cholecystectomy ('gallbladder removal') in a 35-year-old female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 in 2000, multi gravida (3), sciatica, boil, menorrhagia, bloating, vitamin b12 deficiency, vitamin d deficiency, pap smear abnormal and gerd. The patient's risk factors exclude alcoholism and history of suicidal attempts. Concurrent conditions included body mass index normal, burning sensation, numbness, pain legs, back pain, anxiety ((the anxiety is associated with weight gain).), dizziness, vertigo, sleep disorder, appetite lost, concentration impairment and depressed mood. Family history included depression (the depression is associated with chronic pain.). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced skin swelling ("rashes or skin conditions-type: swelling") and urticaria ("hive breakouts"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions: breakouts"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6)2017, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("lower abdomen pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: digestive"). The patient was treated with ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins), diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran) and sulfamethoxazole;trimethoprim (mortin). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, cholecystectomy, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, urinary tract infection, migraine, headache, nausea, skin swelling, vaginal discharge, weight increased, ovarian cyst, urticaria, rash, abdominal pain lower and gastrointestinal disorder outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, skin swelling, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She was currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. She was currently planning for essure removal. The plaintiff experienced three pregnancy episodes with essure in unknown date, 2016 and 2017 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: full occlusion of tubes; in (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2021: mr received. Reporter information, medical history added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and cholecystectomy ('gallbladder removal') in a 35-year-old female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 in 2000, multi gravida (3), sciatica, boil, menorrhagia, bloating, vitamin b12 deficiency, vitamin d deficiency, pap smear abnormal and gerd. The patient's risk factors exclude alcoholism and history of suicidal attempts. Concurrent conditions included body mass index normal, burning sensation, numbness, pain legs, back pain, anxiety ((the anxiety is associated with weight gain).), dizziness, vertigo, sleep disorder, appetite lost, concentration impairment and depressed mood. Family history included depression (the depression is associated with chronic pain.). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced skin swelling ("rashes or skin conditions-type: swelling") and urticaria ("hive breakouts"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions: breakouts"). On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("lower abdomen pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: digestive"). The patient was treated with ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins), diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran) and sulfamethoxazole;trimethoprim (mortin). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, cholecystectomy, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, urinary tract infection, migraine, headache, nausea, skin swelling, vaginal discharge, weight increased, ovarian cyst, urticaria, rash, abdominal pain lower and gastrointestinal disorder outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, skin swelling, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's pregnancy was terminated. She was currently investigating her options for removal of the essure. Plaintiff has not yet been able to have the essure devices removed. She was currently planning for essure removal. The plaintiff experienced three pregnancy episodes with essure in unknown date, 2016 and 2017 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: full occlusion of tubes; in (B)(6) 2015: results: total bilateral occlusion. Batch no: c06525, production date: 2014-01-07, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.